Event description:
It was reported that patient had a phaco burn. No additional information was provided. This report is 5 of 5.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4: lot #: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. A clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Section e1 - (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.